Manufacturer narrative:
The customer returned only the meter for investigation. Relevant retention test strips were measured with the returned meter with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 4 patients tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. From the data provided, the results for 3 patients were a reportable malfunction. Patient 1 laboratory result was 2.5 inr and the result from the meter was 3.3 inr. Patient 2 laboratory result was 3.0 inr and the result from the meter was 4.3 inr. Patient 3 laboratory result was 3.3 inr and the result from the meter was 4.7 inr. The customer stated they would collect the venous sample for the laboratory testing and then perform the capillary testing of the patient on the coaguchek xs pro meter. There was no allegation of an adverse event. The investigation is currently ongoing.